Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the iliac artery. A 9.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured while being inflated. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.